Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, 3 devices were used. A competitor's trocar for scope was also being used. During the surgery, the surgeon found a transparent material fallen in the patient's abdominal cavity and retrieved the it immediately. It looks like a plastic piece, but they couldn't identify where it came from. As the patient has no medical history, the material is thought to have fallen in this surgery. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received. The cannula and envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.